Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. Technical services reviewed the electrogram and noted a large t wave, which was not being oversensed. A request was made to have data from this device analyzed. Data analysis confirmed high rate atrial sensing and a high amount of telemetry. Device reprogramming as well as turning off the atrial sensing lead was recommended. The device remains in service. No adverse patient effects were reported.